Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained from a non-vitros mas (lot 19073) level 3 quality control fluid processed using a vitros 5600 integrated system. The most likely assignable cause is instrument related. The na+ within run precision was outside of expectations. Service was performed to re-build the electrolyte reference fluid module. The successful post service within run precision testing indicates the service actions returned the instrument to expected operation. The historical vitros quality control performance for na+ was not within expectations prior to the investigation. Since the quality control performance is reported to be within expectations after service, a reagent issue is not likely to be a contributing factor.

Event description:
The customer obtained higher than expected sodium (na+) quality control results using vitros na+ microslides on the vitros 5600 integrated system. Non-vitros mas qc (lot 19073) = 136.3, 136.2 and 135 mmol/l versus expected 127.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected on patient samples. The non-reproducible vitros na+ results were generated from non-patient fluids; however, the customer indicated that higher than expected patient results were reported from the laboratory, although, no specific results were provided. There was no allegation of patient harm as a result of the event. (B)(4).